Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's previous implantable neurostimulator (ins) was replaced with their current ins, it was not possible to obtain any stimulation post operatively. The reporter indicated that all connections were securely screwed down and wiped with a dry swab. All impedances were 'fine' and the adaptor lead was placed in the 0-7 port while the 8-15 port was plugged. Different pulse widths and contacts were used but the patient still had no stimulation. The patient had been unsuccessfully reprogrammed since this event. Patient outcome was noted as 'good' but could be better with therapy. It was later reported that after discussion with the lead physician, the patient was scheduled to have a new lead inserted soon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinical staff was not sure why stimulation stopped. It was stated that there were no patient effects except the loss of therapy. It was reported that the patient does not want further surgery. The patient was "happy to have the stimulator switched off".

Manufacturer narrative:
(B)(4).